Event description:
It was reported that a malfunction occurred on the pump, identified by the code malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to contact support if the issue reappeared. No additional actions were necessary.